Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 24mm x 3.5mm, 90% stenosed, eccentric, de novo target lesion had a significant lesion bend of >45 and <90 degrees and was located in the moderately tortuous, non-calcified proximal right coronary artery. After pre-dilation using a 2.5mm x 9mm maverick balloon catheter, a 3.50x28mm promus element stent delivery system was advanced however, resistance was encountered and the shaft of the catheter got broken. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 21cm distal to the strain relief. An examination of both sections found that the hypotube was kinked at various locations. No issues were noted with the profiles of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 24mm x 3.5mm, 90% stenosed, eccentric, de novo target lesion had a significant lesion bend of >45 and <90 degrees and was located in the moderately tortuous, non-calcified proximal right coronary artery. After pre-dilation using a 2.5mm x 9mm maverick balloon catheter, a 3.50x28mm promus element ¿ stent delivery system was advanced however, resistance was encountered and the shaft of the catheter got broken. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).